Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain"), embedded device ("the devices could not be located and that they were probably embedded in her uterus."), pregnancy with contraceptive device ("pregnancy (with complications)"), haemorrhage in pregnancy ("experienced severe bleeding") and genital haemorrhage ("abnormal bleeding(general), excessive bleeding") in an adult female patient who had essure (batch no. 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *she denies any history of pain, skin changes, nipple discharge or bleeding. Jun or (B)(6) 2011: type of test: other (please describe) - radioactive liquid dye, performed twice results: 1 tube partially scarred/blocked, 1 tube was not scarred/blacked, the 2nd exam indicated neither tube was successful. Concurrent conditions included tubal ligation. In may 2011, the patient had essure inserted. In 2011, the patient experienced nausea ("nausea"). In march 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), anhedonia ("psychological or psychiatric problems condition: loss of enjoyment of life") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2015, the patient was found to have breast cancer ("tumor / teratoma / cancer type: breast"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), ovulation pain ("extreme pain during ovulation"), emotional distress ("humiliation"), general physical health deterioration ("bodily impairment, degradation, general damage, special damage"), deformity ("disfigurement") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, genital haemorrhage, vaginal haemorrhage, anxiety, nausea, dysmenorrhoea, breast cancer, alopecia, anhedonia, emotional distress, general physical health deterioration, deformity, menorrhagia and abdominal pain lower outcome was unknown and the ovulation pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, anhedonia, anxiety, breast cancer, deformity, dysmenorrhoea, embedded device, emotional distress, general physical health deterioration, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, nausea, ovulation pain, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: a: foreign body, right breast, removal -consistent with tissue expander (gross examination only). B: breast skin and capsule, right, removal -benign skin with capsule. C: skin, left breast, removal -benign skin. D: breast, left tailor tack tissue, removal -benign skin and benign fibro fatty breast tissue. E: foreign body, left breast, removal -consistent with breast implant (gross examination only).. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Event "abnormal bleeding(general), pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia),anxiety, nausea, dysmenorrhea (cramping), tumor / teratoma / cancer type: breast, hair loss, extreme pain during ovulation, the devices could not be located and that they were probably embedded in her uterus, hemorrhage in pregnancy, cramping,device ineffective,loss of enjoyment of life ,general status impairment,humiliation and disfigurement " were added. Reporter, patient and product information were added. Lab data added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain"), embedded device ("the devices could not be located and that they were probably embedded in her uterus."), pregnancy with contraceptive device ("pregnancy (with complications)"), haemorrhage in pregnancy ("experienced severe bleeding"), genital haemorrhage ("abnormal bleeding(general), excessive bleeding") and breast cancer female ("tumor / teratoma / cancer type: breast") in an adult female patient who had essure (batch no. 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *she denies any history of pain, skin changes, nipple discharge or bleeding. On (B)(6) 2011: type of test: other (please describe) radioactive liquid dye, performed twice results: 1 tube partially scarred/blocked, 1 tube was not scarred/blacked, the 2nd exam indicated neither tube was successful. Concurrent conditions included tubal ligation. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), anhedonia ("psychological or psychiatric problems condition: loss of enjoyment of life") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2015, the patient was found to have breast cancer female (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), ovulation pain ("extreme pain during ovulation"), emotional distress ("humiliation"), general physical health deterioration ("bodily impairment, degradation, general damage, special damage"), deformity ("disfigurement") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, genital haemorrhage, vaginal haemorrhage, anxiety, nausea, dysmenorrhoea, breast cancer female, alopecia, anhedonia, emotional distress, general physical health deterioration, deformity, menorrhagia and abdominal pain lower outcome was unknown and the ovulation pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, alopecia, anhedonia, anxiety, breast cancer female, deformity, dysmenorrhoea, embedded device, emotional distress, general physical health deterioration, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, nausea, ovulation pain, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: foreign body, right breast, removal consistent with tissue expander (gross examination only). Breast skin and capsule, right, removal benign skin with capsule. Skin, left breast, removal benign skin. Breast, left tailor tack tissue, removal, benign skin and benign fibro fatty breast tissue. Foreign body, left breast, removal consistent with breast implant (gross examination only). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.